Event description:
It was reported that a customer's device experienced an issue with the battery not charging. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the device was not returned for further analysis as it was no longer under warranty.